Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were received indicating ventricular defibrillation impedance was out of range and shocks were delivered. The clinic was notified of the alerts. Police were called and found the patient deceased at home. Review of stored data revealed the device delivered multiple shocks at the time of death but the ventricular arrhythmia was not terminated. The patient presumably died at or about the time of the delivered shock. High right ventricular thresholds were also observed. The time of death is unknown so it cannot be determined if the high impedance and thresholds occurred pre or post mortem. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.